Event description:
The device was used during a "tfc" fusion cage explantation. Reportedly, the cage on the left side was undersized and removed with a larger one placed. The hosp has reported the pt's condition is satisfactory.